Event description:
Starting with the medtronic 630g insulin pumps, the case started having cracks with out dropping or hitting the pump on anything. This is a known issue for several years now and medtronic's only solution is to replace the pump. The problem with that is that if you use auto mode, every new pump has to "learn" you, causing an interruption in diabetes management.